Event description:
It was reported that the patient presented for a routine generator upgrade procedure. During the procedure, inadequate insertion of the left ventricular lead into the implantable cardioverter defibrillator (ICD) header was noted. The physician elected to complete the procedure with a different ICD. There were no patient consequences.

Manufacturer narrative:
The reported field event of lead connection issue was not confirmed in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.